Event description:
The customer reported the port connected to the kangaroo feeding setup broke off during use. Once broken off of extension, feeding was not able to be delivered until the y-connector extension could be replaced. This also impacted medication administration.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record review could not be performed because no lot number was provided. One sample was received and evaluated as part of our investigation. It was observed there was a disassembly of the adapter and "y" port. All processes and controls had been followed correctly. The root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.